Event description:
It was reported that a cartridge alarm occurred with the pump while it was in use, and the alarm persisted after attempts to resolve it by loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. As a corrective action, technical support instructed the customer to return the faulty pump and dispatched a replacement. Meanwhile, the customer was advised to use an alternative method for insulin delivery.